Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Same case as 1527460-2013-00037. The reporter indicated 1500 ml of feed was hung at a rate of 115 ml/hour for 14 hours; however, after 14 hours, no feed had been delivered and the pump did not alarm. The patient, who is an insulin dependent diabetic, became unresponsive, and an ambulance was called. The staff changed the feeding set and feeding was recommenced. The ambulance staff monitored the patient, and the patient was not taken to the hospital. The feeding set was new and primed correctly prior to use. Upon review of the pump at the facility, no issues were found and the facility continued to use it. The facility believes this was a case of use error; however, no details were provided. The patient's condition was listed as improved.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at -5% accuracy, which is within specification.

Manufacturer narrative:
(B)(4).